Manufacturer narrative:
(B)(4).an actual sample was submitted for evaluation. A visual examination of the sample confirmed the reported condition of a cut in the tubing. The root cause of this condition was not identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) regarding the continu-flo set-primary drugadmin. Set in which a cut in the tubing was noticed. This noticed before use, no patient was involved. No additional information is available.